Event description:
It was reported that an unspecified number of sec set no ports w/hanger dehp free experienced concurrent flow/simultaneous flow (underinfusion). The following information was provided by the initial reporter: while hanging a secondary medline, the secondary tubing was not infusing properly, despite being set up properly. Secondary medication would start to drip into chamber, but would stop after a few minutes, causing the patient to only receive the ns and not the medication. After attempting to give secondary medication 3 times (an additional 300ml of ns given due to issue with tubing), we attempted a new secondary setup altogether. Tubing saved and team leader notified of this issue. ¿was there any alleged injury or harm to user or patient? (Give detailed information): no

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of improper infusion/occlusion could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 11448964 lot number 20015732 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of sec set no ports w/hanger dehp free experienced concurrent flow/simultaneous flow (underinfusion). The following information was provided by the initial reporter: while hanging a secondary medline, the secondary tubing was not infusing properly, despite being set up properly. Secondary medication would start to drip into chamber, but would stop after a few minutes, causing the patient to only receive the ns and not the medication. After attempting to give secondary medication 3 times (an additional 300ml of ns given due to issue with tubing), we attempted a new secondary setup altogether. Tubing saved and team leader notified of this issue. Was there any alleged injury or harm to user or patient? (Give detailed information): no.